Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause was not known. Customer consumed glucose tablets and a glucagon injection to address bg. Reportedly, customer called 911, customer fell due to hypoglycemic seizure. Customer was taken to the emergency room where they were treated with intravenous fluids of saline. Customer was schedule to be released (B)(6)2023. Customer reverted to an alternate method of insulin delivery.